Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 309653 , batch no:. This is bd sterile luer lock syringe 50ml cat# 039653. Anesthesiologist found the blue strip in the syringe 2 consecutive days.